Event description:
It was reported that the ventilator "went black", displayed hw fault, and had an audible alarm while connected to the patient. The patient was removed from the ventilator, was bagged, and then placed on a back-up ventilator. No reported harm to the patient.